Manufacturer narrative:
The insulin pump was received with intermittent esc, act, up and down arrow button response due to flattened button dome switches. The lcd keypad connector was not found unlocked during visual inspection. The insulin pump was received with the operating currents within spec. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08710 inches. The insulin pump was received with case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube, and cracked reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 at 11:00 pm due to a high blood glucose level of 480 mg/dl. The customer was not wearing the insulin pump for less than 48 hours at the time of admission. Customer stated they fell and the belt clip broke. Customer also reported the buttons of the device were hard to press. The customer stated that the time clock advances when monitored for one minute. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The product will be returned for analysis.